Manufacturer narrative:
(B)(4). On (B)(6) 2013, during a clinical scanning procedure, the operator at (B)(6), observed that the table moved 2 feet below the normal limits in the horizontal direction, when the operator manually moved the table. There was no report of any harm to the operator, pt or bystander during the incident. The scan was completed successfully and there was no rescan/reinjection required. The customer called to the philips service desk for field service engineer (fse) to be dispatched. The fse spoke to the customer over the phone and confirmed that the service latch had dropped. The fse realized that the service bolt became loose. The fse instructed the customer to push the table and tighten the bolt in the latch. The customers stated that the fse had a preventive maintenance a week before the incident occurred, after which the fse forgot to tighten the service bolt. After tightening of the service latch, the system was fully operational. There was no part replacement. The service bolt was found to be loose. The customers tightened the bolt in the service latch, which resolved the issue. A 30-day report mailed on (B)(6) 2014.

Event description:
In this case, the customer reported that the horizontal table came out 2 feet further when the operator manually moved the table. The philips field service engineer (fse) confirmed that there was no rescan required and there was no harm to a pt, bystander, or operator. The fse determined that the service latch under the table became disengaged. The fse tightened the service latch to fix the system.